Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
The fse reports intermittent communication issues between the c-arm and the mainframe. This could lock up the system. There is no report of pt injury or death.